Event description:
Customer called to report damage to the insulin pump. Customer reported that there is a crack and missing plastic around the reservoir chamber. Customer's blood glucose levels were not included in the report. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with cracked case at display window corner, reservoir tube, broken reservoir tube lip, belt clip slot, minor scratches on worn and cracked display window.